Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during shipping, one end of the acrobat-I positioner box was crushed and a tab that holds the box closed was out when received in their receiving area.

Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. There were signs of damage to the product box. There was visible water damage to the opening flap of the product box. There were dents observed on the product box. The opening flap was unable to fully close. No evidence of clinical use or blood were observed as the product was unopened. There were no signs of damage to the inner tray holding the device. The inner tray was surrounded by a protective layer that protects from any kind of damage caused due to external factors. The sterile barrier remained intact. There were no signs of damage to the product. Based on the return condition of the product box, the complaint is confirmed for "shipping problem and damage". DHR, maquet cardiovascular product packing requirements, maquet cardiovascular shipment verification form were reviewed for the reported lot number. No nonconformities were observed. According to the maquet cardiovascular product packaging requirement, to ensure maximum safety, bubble wrap is the only material used for packaging inside the box. The bubble wrap is lined up on all the four sides, top and bottom of the box. The product is then placed in the center of the box.

Event description:
The hospital reported during shipping, one end of the acrobat-I positioner box was crushed and a tab that holds the box closed was out when received in their receiving area.